Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.